Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The device was not returned for evaluation, and the device logs were not made available. Further investigation of the complaint is not possible without a device for evaluation or the device logs. If the device or the device logs do become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: pump was infusing meropenem 2g at 200ml/hr as a secondary. Rn reported to pharmacy 1/4 of bag was still left after infusion complete and rn discarded remaining medication. According to dose trac only 42ml of 100 ml was infused.